Event description:
The surgeon, reported to sales rep, that for the fourth time in about two/three months, he had problems with distal locking of a short g3 nail (in every case the same target device was used). According to the surgeon, everything went well until the distal locking. Surgeon further reported that the drill came against the nail, the screw inserted next to the hole.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.